Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and one month post filter deployment, filter retrieval procedure was attempted. Both groins and the right neck were prepped and draped in the usual sterile fashion. An inferior vena cava (ivc) retrievable sheath was placed in the right internal jugular vein via the modified seldinger technique under ultrasound guidance. An inferior vena cava (ivc) filter retrieval sheath was advanced over a wire to the level of the inferior vena cava(ivc). An angiogram was performed, which did not demonstrate any thrombus within the filter. Many attempts at filter removal were performed using a retrievable snare. Unfortunately, the head of the filter was dilated and embedded in the wall of the inferior vena cava. The snare was removed. The sheath was removed, and manual hemostasis was obtained. Therefore, the investigation is confirmed for the alleged retrieval difficulties. However, the investigation is inconclusive for the alleged filter tilt. Per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to filter embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7, d10, g3, h6(device). H11: g1, h6(method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patent is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep vein thrombosis was scheduled for filter placement. The right internal jugular vein was accessed and the retrievable filter was deployed just below the renal veins. The patient was hemodynamically stable at the conclusion of the procedure. Approximately one year ten months post filter deployment, it was recommended that the filter should be retrieved as the patient would remain on chronic anticoagulation. The patient was scheduled for a filter retrieval procedure approximately two years one month post filter deployment. The right internal jugular vein was accessed and an inferior vena cavogram demonstrated the filter without evidence of clot. Several attempts were made with a snare device in an attempt to retrieve the filter; however, the filter was dilated within the wall of the inferior vena cava and could not be retrieved. The procedure was concluded and the patient was hemodynamically stable at the conclusion of the procedure. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided. A vena cava filter was successfully deployed below the renal veins. Two years and one month post filter deployment, several attempts were made to retrieve the filter with a snare, however the filter could not be removed. Based on the medical records, the investigation can be confirmed for difficult to remove. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural and/or patient factors contributed to this event. Labeling review: the current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately two years one month post filter deployment the patient was scheduled for a retrieval procedure. The right internal jugular vein was accessed and multiple attempts were made to retrieve the filter with a snare; however the filter could not be removed. The procedure was concluded and the patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.